Event description:
It was reported to tyco healthcare/kendall on 12/19/2006 that a customer had a problem with a safety needle. The customer stated that the needle detached from the hub.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.